Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had multiple, intermittent high blood glucose levels (200-380 mg/dl). The customer changed the infusion set site. A bolus via the pump and an insulin injection were used to address the bg level. The customer did not know what caused the bg to elevate and the contact increased the basal rate. As the high bg had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the event.